Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus and basal delivery. The customer reported blood glucose (bg) levels between 200-300 (mg/dl) and small ketones. A bolus, insulin pens and supply change were used to address bg levels. Due to the occlusion occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.